Event description:
An olympus representative reported that the evis exera iii video system center is getting an e92 error during procedure. Along with the picture in picture (pip) button not set, and narrow band imaging (nbi), the representative was able to correct the settings for the pip and nbi. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not been returned to olympus. Informed customer there is no e92 on the device. Switch 3 was set to enh and he changed it to pip (picture in picture). Since the change they are no longer getting the error. The error code was given by staff. Representative was not able to duplicate an error code. Adjustments were made to settings at that time as well. Follow up with the customer confirms no issues with error code. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.